Manufacturer narrative:
Patient reported to be over (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Two x-ray images of the stent were received. As previously reported, a review of the images completed by the bsc (B)(4) was inconclusive as to whether or not the stent was longer than 80 mm. A review of the manufacturing documentation found that all devices shipped from the batch conformed to all specifications. A review of this issue completed by manufacturing found no issues. All batches manufactured on (B)(6) 2010 contain a shorter length or the same length stent ruling out the possibility of a mix-up occurring on line. During manufacturing, all units are 100% visually inspected to detect any abnormalities such as the stent length. Therefore, the most probable root cause is operational context. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an ercp procedure on (B)(6), 2011. According to the complainant, the stent was being implanted to palliate a malignant 6cm stricture within the common bile duct. After the physician had deployed the stent, he noted that the stent appeared to be longer than the 80mm prescribed by the label. The physician had no concerns about leaving this stent implanted within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The physician noted that he estimated the stent's size by measuring it with a guidewire and by looking at x-rays. The physician also added that although it can take up to 72 hours for the stent to fully expand, the patient has not returned to the hospital, so the stent size could not be checked.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an ercp procedure on (B)(6), 2011. According to the complainant, the stent was being implanted to palliate a malignant 6cm stricture within the common bile duct. After the physician had deployed the stent, he noted that the stent appeared to be longer than the 80mm prescribed by the label. The physician had no concerns about leaving this stent implanted within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The physician noted that he estimated the stent's size by measuring it with a guidewire and by looking at x-rays. The physician also added that although it can take up to 72 hours for the stent to fully expand, the patient has not returned to the hospital, so the stent size could not be checked. A review of images provided by the complainant was inconclusive- the size of the stent could not be determined.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an ercp procedure on (B)(6) 2011. According to the complainant, the stent was being implanted to palliate a malignant 6cm stricture within the common bile duct. After the physician had deployed the stent, he noted that the stent appeared to be longer than the 80 mm prescribed by the label. The physician had no concerns about leaving this stent implanted within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The physician noted that he estimated the stent's size by measuring it with a guidewire and by looking at x-rays. The physician also added that although it can take up to 72 hours for the stent to fully expand, the patient has not returned to the hospital, so the stent size could not be checked.